Event description:
Associated with complaint number (B)(4). Follow up report is being filed to change reporting decision from malfunction to serious injury.rep reported that the surgeon was unable to visualize any markers on x-ray, unable to determine orientation and unable to accurately determine setting via x-ray. Surgeon decided to x-ray the patient at patient follow up. No adverse consequences to the patient.

Manufacturer narrative:
Associated with complaint number (B)(4). Follow up report is being filed to change reporting decision from malfunction to serious injury.rep reported that the surgeon was unable to visualize any markers on x-ray, unable to determine orientation and unable to accurately determine setting via x-ray. Surgeon decided to x-ray the patient at patient follow up. No adverse consequences to the patient.